Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient is caucasian. Hence, race and ethnicity under field a5 has been updated on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the complaint device are not mentor product. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. Product reported .- product code #: unknown gel implants - product name #: unknown gel implants .- lot/serial #: not provided. Product received .- product code #: non mentor product - product name #: non mentor product .- lot/serial #: not provided. Clarification is in progress. When additional information is received, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with unknown size unknown gel implants textured and experienced breast implant rupture on her left side postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3502300; serial number (B)(4)on the left side, and with catalog number 3502300; serial number (B)(4) on the right side on (B)(6) 2020.